Manufacturer narrative:
While it is unknown if the tropicalgin used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803.

Event description:
It was reported that two patients experienced numbness of the tongue and itching of the arms and torso after impressions were taken using tropicalgin alginate impression material. No intervention was required as a result.